Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the calibration of the device with the stylus touch-pen was off. It was also noted that the latch tab on the power cord bay door was broken, and the handle covers were cracked. All found defective parts were replaced. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the calibration of the programmer was "off." Attempts to fix the issue in the field were unsuccessful. The programmer has been returned for repair. There was no patient involvement.